Event description:
Primary stability achieved, no osseointegration. Infection, minimal attached gingiva. Pain, swelling, bleeding, abscess, mobility, bone loss. Patient has compromised immune resistance.